Manufacturer narrative:
The device history record (DHR) has been reviewed and showed no deviations. The information you provided was used to conduct an investigation. It was reported that the system was not controlled prior to the application - whether the coil was connected to the carrier. No high resistance was noted when the coil was advanced. After the coil was in a good position it released itself without actuating the dropping. The coil was stable and the shunt decreased after 12 minutes. The complaint was confirmed by the accompanying video. The investigation of the carrier system could not provide information about the reason for the complaint. The gap was with 4 mm within the specification, as well as the discharge part of the carrier. The safety split pin was still mounted. A corrective action for the error identification and correction will be initiated. This complaint is justified.

Event description:
Physician reported an awful premature release. Physician forgot to check that the device was attached to the cable, when the pda coil (last loop) was deployed, the device released. It did release in a good position, was stable, and the shunt diminished to trivial with resolution of the murmur in 12 minutes. The physician did not notice high resistance during forwarding of the system into the implantation catheter. Physician did not notice a gap between pusher and coil prior to release. If issue recurred it could lead to embolization of the device.